Manufacturer narrative:
No conclusion code available; final analysis found an u2 combo chip anomaly which caused high current drain resulting in premature battery depletion.

Event description:
New information stated that the pulse generator was explanted and returned. No patient condition was reported.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. No intervention was performed. No patient condition was reported.